Event description:
The user facility reported an employee burned the back of her wrist while removing items from within the warming cabinet.

Manufacturer narrative:
The amsco warming cabinet is designed to raise the temperature of blankets, linens, and sterile surgical irrigation solutions to an acceptable level for various surgical, obstetrical, emergency, critical care and other healthcare applications. The employee was burned as she inadvertently made contact with the temperature probe located inside of the warming cabinet chamber. A steris service technician arrived at the user facility, inspected the warming cabinet and confirmed the unit was operating to specification. Following the reported event, a steris account manager visited the user facility to provide additional in-service training on the amsco warming cabinet and necessary safety precautions. The facility's employees were instructed to use caution when retrieving items from the warming cabinet chamber to protect against inadvertent contact with the warming cabinet interior chamber surfaces.